Manufacturer narrative:
A company service representative examined the system and confirmed the reported problem. The u/s driver and controller assembly board were replaced. The software was updated and preventive maintenance was done. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt involvement" (no pt involvement). Product problem(s): "system message displayed" (device displays error message). A customer reported inability to prime/tune the system at startup. A system message was displayed. The system was switched out and the cases were completed. There was no pt involved. Additional info was received. The nurse reported prior to pt arriving, they attempted to boot up the system and not all the functions were available. The system was shut down and rebooted, but the system message did not clear. A different system was used to complete the scheduled cases for the day.